Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose level of 569 mg/dl. Customer addressed bg by administrating a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy. No additional patient or event information was available.